Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, the alarm was silenced, settings reviewed, clamp closed, cassette removed, gently tapped, and the tubing massaged. Per reporter, the cassette was replaced, clamp opened, pump started, and the pump was running but continued to alarm. Troubleshooting was repeated but was unsuccessful. The patient was redirected to the clinic. The reservoir volume was 47.5 ml. No patient harm/adverse event reported.